Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Purge pressure low: it was also noted that the purge had run dry. The purge cassette was replaced. Data logs were reviewed and it was confirmed that there were numerous purge pressure low alarms leading up to 20/sept/2025. On this date, data logs showed a purge cassette change procedure was completed. It was also noted that purge pressure was widespread leading up to this cassette change, and became steady/resolved after. In reviewing the rt log at the time of the change, the dips in pressure aligned with each time the purge cassette piston pulled back to begin the next stroke. This resolved immediately after changing out the cassette. Product was not returned for investigation. Imc logs were not available to confirm the sn/lot of the suspect purge cassette. Since the purge cassette was not returned for investigation, the cause of the purge pressure low alarms could not be determined. Device history review: was not applicable

Manufacturer narrative:
Section d4: the lot, sn and UDI is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. While on support, "flow issues" (low purge pressure) occurred on (B)(6) 2025 and were resolved by changing the purge cassette. Support continued without any further reported issues. No patient harm reported due to the issue. The related rp pump (sn: (B)(6) had issue of placement signal which is reported under separate report.